Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (04apr2018)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), salpingitis ('acute and chronic salpingitis') and ruptured ectopic pregnancy ('left-sided ectopic pregnancy ruptured/ectopic pregnancy') in an adult female patient who had essure (batch no. 857599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and complication of device removal ("complications:pneumoperitoneum parallel to the colon") and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, salpingitis, ruptured ectopic pregnancy and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, complication of device removal, ruptured ectopic pregnancy and salpingitis to be related to essure. The reporter commented: discrepancy in essure insertion - (B)(6) 2011 and (B)(6) 2011. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Medically confirmed case. Lot number were added. Previously reported event-medical device removal updated to event- abdominal pain. Event added from medical record- ectopic pregnancy, complication of device removal, device ineffective, acute and chronic salpingitis. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2018)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.